Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. In conclusion, no equipment problems were found that would have caused or contributed to the reported event. A review of the generator's chronological data, revealed that spray coag, effect 3, 50 watts was used in the procedure. With such limited information, no determination could be made as to the cause of the event. Nevertheless, no trends have been identified. Any further information that provides insight to the incident will be provided in a follow up report.

Event description:
It was reported that an erbe electrosurgical unit (esu/generator) was involved in a patient incident. Specifically, during a peroral endoscopic myotomy (poem), a thermal injury occurred to a patient's esophagus. No further information was provided regarding the patient or outcome.